Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-3 and e-5). During the call, back to back blood tests were performed by the customer non-fasting and produced test result of lo and e-5 error message using true metrix air meter. The customer is concerned with the result obtained of lo. The customer¿s expected am fasting blood glucose test result range is 132-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/23/2023 and test strips were opened one week ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 16-may-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were returned for evaluation. Defect found on returned meter - e-0/e-2/e-5. Reported defect not reproduced on returned strips. Product evaluation has been completed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.